Manufacturer narrative:
Investigation results: the complaint of disconnected tubing was confirmed, and the cause appeared to be manufacturing related. One 20g nexiva device from lot 4242265 was provided for investigation. The sample exhibited evidence of use. The extension tubing completely separated from the winged catheter adapter. No tears or breaks were observed in the tubing. Misplaced adhesive, which was likely caused by misalignment, appeared to be the cause of the tubing separation. The appropriate manufacturing personnel were notified of this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Event description:
It was reported that bd nexiva sp with maxzero tubing separated from hub. The following information was provided by the initial reporter: the j-loop tubing became disconnected while flushing with saline syringe causing a new IV to be started. No patient harm.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.